Manufacturer narrative:
Company representative evaluated the unit and replaced the unit's sensor board.

Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected 02 monitoring. No pt injury was reported.